Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 968 mg/dl. It was stated that the customer was also hospitalized on (B)(6) 2013 with a high blood glucose of 489 mg/dl. It was stated that the alarm history was reviewed, and there was a motor error alarm. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Found that the motor error alarm had occured more than once. Advised the caller that the insulin pump would be replaced. Nothing further was reported.